Event description:
The customer contacted physio-control to report that their device locked up after discharging energy, and could not be turned off. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device, and the reported issue was verified and duplicated. A replacement system pcb assembly is required to resolve the reported issue but is unavailable. The device cannot be repaired and the customer has been notified.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device locked up after discharging energy, and could not be turned off. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.